Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, the patient experienced cardiac arrest during an enb procedure. During superdimension navigation, the anesthesiologist began reporting that the patient had a weak pulse and has possible abnormal cardiac rhythm. The physician checked for a pulse at several different anatomic locations and determined there was no pulse. They started cardio-pulmonary resuscitation and the patient regained their cardiac rhythm and was stable. There was no alleged problem with the device.